Event description:
The family member reported that the customer's bgs were extremely high and the they had to be taken to the hosp. The customer is still in the hosp and the dr suggested that the pump may be malfunctioning because the customer used different sites to inject with different infusion sets but bgs were still high. When the settings were reviewed it appears that it was one hour behind because the customer did not change time from daylight savings. Troubleshooting was performed. The insulin exited and the high-pressure test passed. A replacement pump was requested.